Event description:
On (B)(6) 2011, a spontaneous report was received from a physician's office manager regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Additional information was received on (B)(6) 2011 from the injecting physician. Based on the information received, the case was upgraded to serious, expected. Medical history included an unspecified back injury on an unknown date. The patient's skin type was reported as unknown. Concomitant medications noted in the patient's initial intake records dated (B)(6) 2010 included ambien cr (zolpidem tartrate extended release) (unknown dose) and prozac (fluoxetine hydrochloride) (unknown dose). The patient received an injection of restylane-l (amount injected not reported) from a 1.0 ml and a 0.5 ml syringe on (B)(6) 2011 to the mouth, in the corners. The patient did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. On (B)(6) 2011, on the night of the implantation, the patient noted swelling and blue streaks on her face, thought by the physician's office manager to be located around the patient's mouth. On (B)(6) 2011, the patient was evaluated by the injecting physician. The patient presented with blue streaks and swelling. The result of the medical evaluation was suspected necrosis. The physician's office manager reported that the patient had received an unknown form of treatment. On (B)(6) 2011, additional information was received from the injecting physician. The injecting physician reported that the patient was injected with 1.5 cc of restylane-l spread out over the right upper lip and a little bit on the corners of the lips. When the injecting physician evaluated the patient on (B)(6) 2011 necrosis was suspected, but no formal diagnosis was established. The injecting physician reported that the patient developed erythema of the glabella, central face and right cheek which started "around (B)(6) 2011." The injecting physician reported that the patient did not have swelling. Treatment included hot packs and nitropaste (nitroglycerin). On (B)(6) 2011, the patient was seen by the injecting physician and a plastic surgeon. The plastic surgeon felt the injecting physician had injected restylane-l into the patient's labial artery and that it had necrosed, probably embolized and went into the peripheral arteries, because the patient had quite extensive blanching of her skin from her chin to her glabella. The plastic surgeon thought it would resolve on its own and that peripheral circulation would revitalize the tissue and diagnosed the patient with necrosis. No treatments or tests were performed. The injecting physician reported that by (B)(6) 2011, the blue streaks and blanching had resolved. On (B)(6) 2011, the patient was seen again by the injecting physician and was prescribed doxycycline x 5 days. On (B)(6) 2011, the injecting physician evaluated the patient again, but no treatment was provided. As of (B)(6) 2011, the patient still had four small scars, one on her glabella, one on her right cheek and one on each side of her nose. The injecting physician felt that the restylane-l treatment had caused the reported events. The injecting physician assessed the severity of the reported events as severe. The lot number and expiration date for the 1.0 ml syringe were 10730 and february 2012, respectively. The lot number and expiration date for the 0.5 ml syringe were 10458 and july 2011, respectively.